Event description:
It was reported that the pacemaker system was exhibiting high out of range right ventricular (rv) lead pacing impedance. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).